Event description:
Reporter initially noted flow rate difficulty. No injury reported. During follow-up in 2003, surgeon noted a corneal burn had occurred in a past surgery. Pt developed astigmatism and now wears eyeglasses. Stated this pt is fine.